Manufacturer narrative:
Date sent to the FDA: 4/6/2021.

Manufacturer narrative:
Date sent to the FDA: 4/20/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted adhesions of omentum to the mesh as well as to the area of mesh that had protruded through resulting in a hernia. The mesh was then dissected and removed. It was reported that the patient experienced severe pain, nausea, diarrhea chills inflammation, loss of appetite and extreme weight loss. No additional information is provided.